Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the pump display screen text was pink. The reporter stated that the pump screen was still able to be read without difficulty. There is no allegation of an adverse event related to this issue. This report is made based on the allegation of the display issue which was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.